Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: aseptic loosening contributing factors of event: cancer radiographs were provided and not submitted to radiology as the event would not be captured from the submitted x-rays. The most recent images to the revision were taken at the five-year follow-up indicating no significant findings. The ae for loosening with revision was after those images. The event is eight months after the last images and the five-year images are noted to have significant findings. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Although it was confirmed that bonce cancer was a contributing factor, a definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item# 211218; lot# 116760. Item# 211228; lot# 453950. G2: foreign - event occurred in denmark. H6: proposed component code - mechanical (g04) stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation of reverse tsa - comprehensive srs in left shoulder approximately six (6) years and ten (10) months ago due to metastatic bone disease as part of a clinical study. Subsequently, the patient underwent a revision approximately six (6) years post-implantation due to stem loosening with a contributing factor of bone cancer. Attempts have been made and no further information has been provided.